Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the tip of the scorpion needle broke off inside the patient and it was not retrieved. This occurred during a rotator cuff repair case on a (B)(6) year old female patient. The needle had made five passes before they realized the tip was gone. An x-ray was taken to confirm the needle in the patient. The case was completed.

Manufacturer narrative:
The failure mode could not be determined, but the broken needle point condition can be caused by consistently passing the needle through challenging tissue (thick or calcified) or hitting bone. The buckled needle strip condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The mating (instrument) was not returned or identified. Confirmed the needle strip thickness and width dimensions to be within specification.